Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation the left sfa one admiral xtreme pta balloon catheter and an in.pact admiral drug eluting pta balloon catheter were used. Approximately 19 months later left femoro-popliteal arterial restenosis occurred which was treated approximately 5 months later with pta and deb. Event is reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.